Event description:
While inserting the 15mm suture guide into the port site the blue pin that straightens out the distal tip broke. The surgeon was able to remove the device without harm to the patient.